Manufacturer narrative:
The device was returned to the manufacturer but the evaluation has not yet begun. A supplemental MDR will be submitted upon completion of the device evaluation and investigation. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A peripheral atherectomy procedure commenced (indication for procedure, lesion location unk). A spectranetics turbo-elite laser atherectomy catheter was used to treat the patient. The procedure was completed with the turbo-elite device; however, upon inspection, fibers were visible in the mid-proximal portion of the catheter. There was no reported patient harm. This event is being reported for unintended radiation exposure, potential for harm.

Event description:
This event is no longer reportable for unintended radiation exposure - potential for harm. Per the returned device analysis, no breach to the outer jacket was observed.

Manufacturer narrative:
B5): this event is no longer reportable after device evaluation and investigation completed. D4): device serial number populated. G3): the device evaluation and investigation were completed 15may2024. H3): the turbo-elite was returned for evaluation. Visual inspection found a wrinkle in the outer jacket, 33 cm distal to the bifurcate. In this area, one broken fiber was noted, but there was no breach to the outer jacket. No other device damage was observed. H6): based on the device evaluation and investigation, the cause of the catheter damage could not be established. Medical device problem code corrected to 2976 (from 1562). Hecc code corrected to 4582 (from 4565). Investigation findings code replaced with 3243 (from 3233). Investigation conclusions code replaced with 4315 (from 11). All other codes from the initial MDR remain applicable. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.